Event description:
On 2021-nov-01, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was pt says they are seeing settings not available and cant increase stimulation and "I cant turn it up or on and my feet are killing me" because they cant access stimulation. Pt says this started friday night. Pt says they have already tried resetting controller which didn't fix issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2021-dec-17, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was when pt first go their implant since day one pt would have to shut off the ins because it was zapping them like a 9 volt battery. Pt had an appointment with their stimulator doctor over video chat yesterday and the pts phone was not accepted. Then this morning the pt woke up and the pts controller was being a pain in the butt for it was telling them the stimulation was off but it was not off. Pt had the therapy set to group c at 6.3 but then they go to increase their stimulation up to 6.5 they get settings not available cannot provide desired settings. Pt noted they had been fighting covid for 10 days and they had not had to use the therapy until today for the pt had been so weak but when they woke up today their feet were screaming. Pts stimulation was at 6.3 but pt could not feel it. Pt noted they had ms and when using the therapy it activates to feel like pt had a pencil in their eyes. Pt noted when they were implant they were told the stimulator was not going to help eye since ms was unpredictable. Pt noted that they would boost stimulation to 7 and if stim was on after 30 min it felt like pt had a pencil in eye causing pt to stop therapy. The pts doctor found 2 new anemia in left eye explaining eye pain. Pt noted the ins helps but it disables their eyes, pt does not want ins removed because they were walking with ins, pt still had pain but is walking. When first implanted pt had intensity set to 9 and had spoken to 3 techs. Pt was redirected to their hcp. On 2024-01-24, additional information was received from a healthcare provider (hcp) reporting that the patient had their device explanted on (B)(6) 2023. They had a follow-up appointment with the patient on (B)(6) 2023, and at that time they released the patient from their care and sent them back to their primary care physician and haven¿t heard back from them since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.